Manufacturer narrative:
Section h6 is updated in this report .

Event description:
The manufacturer became aware of an allegation that an end user developed mask was not fitting causing her to stop using device that she needs. While using an dreamstation auto CPAP w/humid, dom. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer became aware of an allegation that an end user developed mask was not fitting causing her to stop using device that she needs. While using an dreamstation auto CPAP w/humid, dom. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. Section h6 updated in this report.